Event description:
It was reported this esophageal stent was initially placed without incident. Two days post placement, a follow up endoscopy was performed which revealed the covering of the stent was no longer present. The covering was not located in the pt. The physician feels the coating will be passed by normal peristalsis. Another stent was placed without incident. No further complications were noted. No further details are available regarding the circumstances surrounding this event. The device has not been returned by the user facility. Therefore, a failure analysis is not available. Without evaluating the device and without further details, co is unable to determine the cause for this event.